Event description:
(B)(4) sales person, who was attending a case, reported to (B)(4) that the facility had recently purchased sterile microelectrodes but that he could not tell the single and array microelectrode packages apart. The facility performs both array and single electrode recordings. Both packages were labeled as if they were single microelectrodes. There was no surgery or patient impact as this was discovered prior to surgery and the case proceeded as scheduled.

Manufacturer narrative:
This was a wrong label on product error. The product was labeled as a single electrode when it was actually an array electrode. There was not pt or surgery impact as the problem was discovered prior to any surgery the facility performs both array and single electrode recordings.